Manufacturer narrative:
Concomitant medical product(s): 310c31 valve, implanted: (B)(6) 2011; 305c225 valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead post-operatively dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.